Manufacturer narrative:
The difference between the results measured on roche (and siemens) systems and the istat is "m" caused by the fact that the clinical chemistry analyzers measure the samples in indirect mode and the istat measures in direct mode. It is expected that direct measurements, in general, will yield higher results. The analyzer was working within specification.

Event description:
The customer reported that they were receiving low ion selective electrode (ise) sodium values for one particular patient. When the patient's sodium first went to a critical value of 120 mmol/l on (B)(6) 2013, the patient's physician requested the laboratory to begin sending this patient's samples to another facility to be run on an istat analyzer for sodium testing. A total of 4 samples from this patient were found to have erroneous results when compared to the istat analyzer. All original values from the c501 analyzer were reported outside of the laboratory. Repeats performed on the istat analyzer were believed to be correct. The istat analyzer uses a whole blood sample and lithium heparin plasma samples are used on the c501 analyzer. The first sample was tested on (B)(6) 2013 and resulted as 116 mmol/l on the c501 analyzer. This sample was repeated on an istat where it resulted as 125 mmol/l. The second sample was tested on (B)(6) 2013 and resulted as 118 mmol/l on the c501 analyzer. This sample was repeated on a siemens analyzer where it resulted as 122 mmol/l. The sample was repeated a second time on an istat analyzer where it resulted as 124 mmol/l. The third sample was tested on (B)(6) 2013 and resulted as 118 mmol/l on the c501 analyzer. This sample was repeated on a siemens analyzer where it resulted as 120 mmol/l. The sample was repeated a second time on an istat analyzer where it resulted as 127 mmol/l. The fourth sample was tested on (B)(6) 2013 and resulted as 119 mmol/l on the c501 analyzer. This sample was repeated on a siemens analyzer where it resulted as 122 mmol/l. The sample was repeated a second time on an istat analyzer where it resulted as 126 mmol/l. The patient was not adversely affected by the event. The lot number and expiration date of the ise sodium electrode were not provided. The customer declined a service visit and believed that one of the patient's medications was causing an issue. The customer stated that when he spoke to the physician, the physician indicated that the patient was receiving IV-ig. The physician stated that it is a well documented fact that IV-ig does cause sodium to go low.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.